Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on 05apr2017, and determined that those test wells in question were visually negative. The immucor laboratory tested retention product on11apr2017, which performed as expected.

Event description:
On 04apr2017, an immucor employee, while visiting a customer site, reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017.